Manufacturer narrative:
The insulin pump was received with blank display due to battery tube vibrator motor harness connector not plugged in properly to the connector not on printed circuit board also, had power loss alarms, low battery alarms and error confirms in the long trace; the power loss alarms before and after e25 error. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump had minor scratched lcd window, broken off retainer ring and missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump screen is blank and would not torn on after battery change. It was also reported that the device has low battery life and is broken at the reservoir o rings. Blood glucose value is unknown. The insulin pump would not be replaced or returned for analysis.